Event description:
The pt experienced symptoms of withdrawal; increased tightness and agitation. An x-ray was taken (date not reported) and looked "fine". The pt was supplemented with oral baclofen for his increased muscle tightness. During surgery, it looked like there was human tissue that was caught inside the sutureless connector. The surgeon felt the human tissue that was caught inside was preventing the pt from getting medication. The proximal section of the catheter was replaced. The pump was used to deliver lioresal. Add'l info has been requested, a f/u report will be sent if add'l info become available.

Manufacturer narrative:
The proximal section of the catheter has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.